Event description:
Biomed alleged that the reverse trendelenburg & trendelenburg functions on the bed were not functioning. A loose connection was found on the frame interface board; this was reseated to resolve the issue. No injuries reported.